Event description:
During recertification of the device, zoll's technical service department found the device's power would reset itself when discharging with the paddles. There was no pt involvement in the reported malfunction.